Event description:
It was reported that the device prematurely reached elective replacement indicator (eri). The device was explanted and replaced. In addition, the right atrial (ra) lead was capped and replaced successfully at the time of the generator change due to intermittent loss of sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 419688, implantable pacing lead, implanted: (B)(6) 2010; product ID 694765, implantable tachy lead, implanted: (B)(6) 2010. (B)(4).